Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Event description:
It was reported that the device may have reached the recommended replacement time (rrt) prematurely. The device was explanted and re placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6949 implantable defib lead, (B)(6) 2005; 4595 implantable pacing lead, (B)(6) 1999. (B)(4).